Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for vancomycin (vanc2). The erroneous results were not reported outside of the laboratory. The initial vanc2 result was 2.07 ug/ml. This result did not correspond to the patient's medication dosage. The sample was repeated with 3x dilution and the result was 1.46 ug/ml with a data flag. The sample was repeated again and the result was 20.54 ug/ml. No adverse event occurred. The vanc2 reagent lot number was 611877. The expiration date was not provided. Calibration and quality controls were acceptable. A general instrument and reagent issue can be excluded. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The possible root cause may be related to pre-analytics (e.g. Insufficient sample pipetting caused by foam on top of the sample or fibrin clots in the sample) but this could not be confirmed as additional information was not provided.